Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged. An x-ray image confirmed the dislodgement. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information on (B)(6) 2016 indicated that the patient's condition post procedure was stable.